Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic for a normal follow-up. Via diagnostic imaging, externalized conductors were observed. Normal electrical measurements were detected. The patient will be monitored. The lead remains implanted.